Event description:
The microlet 2 lancing device needle just about went through my finger. The round depth control did not lock in. I call bayer diabetes and I sent the unit back to them. They said it did not malfunction. All I get out of them is there is nothing they can do. This product is poorly made. There are no adjustment on the microlet 2. All the little circle thing did was spin around on me and sent the needle just about through my finger. Bayer is still making them the same way,